Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. They were experiencing pocket discomfort and abscess was found at incision. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.